Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with the seal mechanism deformed. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b) was returned with the seal mechanism deformed making the instrument non-functional. It could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that the device (c) was returned with the seal mechanism of the universal seal assembly deformed. It could not be determined what may have caused this condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic total resection of the prostatic gland, abdominal air leaked with a hissing sound from the valve. The air leak was confirmed after instruments such as 10mm denude forceps of strong curve, 10mm hem-o-lok and gauze were taken in and out of the devices a few times. The event occurred in all three devices. A different device was used to complete the case instead of the device. There were no adverse consequences for the patient.